Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: "use only the accessories provided to charge your pump."

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Cause could not be determined as customer was using non-tandem charging supplies and subsequently a temperature alarm occurred. Reportedly, the pump was not exposed to extreme temperatures. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 187 mg/dl.